Event description:
It was reported that the patient has had drainage, was experiencing pain over the lead incision site, and has had some fevers. The patient was prescribed with oral antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7162157, UDI: (B)(4). Product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 236794, UDI: (B)(4).